Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that last night his sensor glucose stated he was below 70 and he was not sure what his blood glucose was at that time. Customer stated that this morning, his sensor glucose value was 64 and his actual blood glucose was 442 mg/dl due to him eating to bring up his blood glucose. Customer stated that he tested with two different meters but they both stated that his actual blood glucose was over 400 mg/dl. Customer was advised that the differences between readings were not within an acceptable range. Customer was advised to test his blood glucose before treating for a low or high blood glucose. Customer stated that he would need to take a manual injection for his high blood glucose and they would call back.